Manufacturer narrative:
D3 date of event was estimated based on the award date as the date was not reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult. During pullback, while the device was inside the patient, a large amount of air was observed in the catheter. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on the award date as the date was not reported. Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. A flush test showed that the device could flush when the telescope was fully retracted, but it did not flush when fully advanced. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult. During pullback, while the device was inside the patient, a large amount of air was observed in the catheter. There were no patient complications.